Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2024. The event occurred three or more hours after insertion. The insfusion set was in use for four and half hours the patient replaced infusion sets and resumed insulin successfully. No further information was available.